Event description:
Boston scientific crm received information that during this impant procedure, high atrial threshold measurements were noted with this lead. Therefore, the lead was removed from the patient and repositioning was going to be attempted. However, the physician suspected the lead was damage when it was removed and therefore, a new lead was going to be utilized. It was when the physician attempted to stick the subclavian vein for the new lead that he punctured the patient's lung. The implant procedure was aborted and the patient's condition improved. An implant procedure will be attempted in the near future.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.